Manufacturer narrative:
Review of images: crrs(3) lot r087. Screening cell 1 appears to have slight adherence. Screening cell 2 appears visually negative. Screening cell 3 appears to have slight adherence. The well reactions on the echo were all negative. Referred the customer to the limitation in the package insert "negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed. Sample cannot be ruled out as a cause of unexpected negative reactions.

Event description:
Customer reported an unexpected negative result when testing a sample with capture-r ready screen 3 (crrs 3) on the echo. Customer did not repeat testing on the echo.